Event description:
Distal marker band placed incorrectly during manufacture.

Manufacturer narrative:
The issue with marker band placement has been identified and improvements have been put in place. All lots from with an expiry date of the 1st of july 2011 onwards will incorporate these improvements. Previously, the marker band was placed according to the distal cone of the balloon. Due to the larger tolerance on 120mm and longer balloons, this allowed for the possibility of the proximal marker band being placed in the working surface of the balloon and not denoting the end of the working surface. To prevent this problem, a new method has been put in place to allow for the tolerance in the balloon length, ensuring all marker bands are placed centrally and denoting the working surface. The risk analysis for this product has been reviewed and the impact to the patient was deemed to be small. This issue mainly impacts the physicians understanding of the working surface length of the balloon.